Event description:
It was reported that the patient presented to an unrelated procedure. During the procedure, insulation damage was noted on the right ventricular lead. The patient had a history of crosstalk. The lead was repaired with a medical kit and the lead remained implanted. The patient condition was stable.